Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, patient heard this device beeping. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device hardware is not detecting the loss of battery energy. Hence, the battery status indicators were not reflecting the depletion condition and were inaccurate. This device is malfunctioning, and a replacement was recommended then to return device for a detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, patient heard this device beeping. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device hardware is not detecting the loss of battery energy. Hence, the battery status indicators were not reflecting the depletion condition and were inaccurate. This device is malfunctioning, and a replacement was recommended then to return device for a detailed analysis. Subsequently, this device was explanted. No additional adverse patient effects were reported.